Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room experiencing ventricular tachycardia. The implantable cardioverter defibrillator, misclassified ventricular episodes as a supraventricular tachycardia, and therapy was withheld due to suboptimal programmed settings. Programming interventions were made. The patient¿s condition was stable.